Manufacturer narrative:
(B)(4). The stent remains in the vessel. The stent delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the common iliac artery, the 8 x 60 x 135 mm absolute pro stent was implanted; however, the physician felt the stent was shorter than expected. The stent was not wrinkled; no issues were encountered during stent deployment. An 8 x 60 mm angioplasty balloon was positioned inside the deployed stent and it appeared approximately 2 cm longer than the stent, though both were labeled the same size/length. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was returned for evaluation and the reported stent being shorter than expected could not be confirmed as the stent was not returned. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a cause for the stent appearing to be shorter than expected could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design or labeling.